Event description:
It was reported that during an implant, the physician tried to position the right ventricular lead and continued to have high impedance after several attempts. The lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant and the lead was stretched.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.